Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing chest pain. The pulse generator could not be interrogated with two different programmers. The patient was then moved to a different room and the device could be interrogated. No additional information was available at this time.